Manufacturer narrative:
Initial reporter occupation: occupation was patient/consumer. The meter and test strips were requested for investigation. The meter has not been received at this time. If the meter is returned in the future, a follow up report will be submitted. The test strips were returned and measured on reference meters with a high-level control sample: target range: 2.5-3.1 inr, test 1: 2.8 inr, test 2: 2.8 inr,and test 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). On (B)(6) 2022, the result from the meter was reported to be 2.3 inr. On the same day, the patient allegedly went to the hospital for a routine health check-up and the result from a laboratory using an unknown reagent was reported to be 1.3 inr. This result was not present in the provided laboratory result data. The patient was then allegedly admitted to the emergency room for several hours for heparin administration. The patient was reportedly discharged two days later. Laboratory results from (B)(6) 2022 of 1.79 inr and 1.98 inr were present in the provided laboratory result data. The time these tests were performed was not provided. On (B)(6) 2022, the result from the meter was 2.4 inr. The result from a laboratory using an unknown reagent was reported to be 1.7 inr. This result was not present in the provided laboratory result data. A laboratory result from (B)(6) 2022 of 2.00 inr was present in the provided laboratory result data. The time this test was performed was not provided. On (B)(6) 2022, the result from the meter was 2.6 inr. The result from a laboratory using an unknown reagent was reported to be 2.0 inr. This result was not present in the provided laboratory results data. The therapeutic range was allegedly 2-3 inr. Following the event, the patient's therapeutic range was allegedly changed to 2.5 - 3.0 inr. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The meter was were returned and measured with the returned test strips and quality control sample: target range: 2.5-3.1 inr. Test 1: 2.8 inr. Test 2: 2.8 inr. Test 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred.